Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was not returned to olympus and the event was not confirmed. The root cause could not be identified. No further information could be obtained. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The customer reported that when preparing the equipment for use, the high frequency electrosurgical generator machine was found to be getting an internal hardware error, e433. There was no patient involvement, and no patient harm or impact reported.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.